Manufacturer narrative:
This report is submitted on april 8, 2019.

Manufacturer narrative:
This report is submitted january 15, 2019.

Event description:
Per the surgeon, the patient experienced pain and discomfort at the implant site and subsequently antibiotics were administered for a period of ten days. Explant and reimplantation is scheduled however this has not occurred as of the date of this report.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019. This report is filed on march 05, 2019.